Manufacturer narrative:
Other applicable components are product ID 39565-30 (B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had not had any falls that effected the system in her spine. The patient reported that it was and is totally ineffective for her neuropathy and should never been inserted in her spine. The patient reported that no actions/interventions were taken to resolve the corroded lead and pain. The patient reported that the issue wasn¿t resolved and never would be. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-30, serial# (B)(4), product type lead.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for radiculopathy and radicular pain syndrome (radiculopathies). The patient reported that their device is at eos and is no longer providing therapy. The patient stated that she was dissatisfied with its longevity as she was told it would last 10 years. The patient reports that the device never helped her with the pain in her feet and has not worked since implant. The patient stated that their hcp told them that she has the worst case of peripheral neuropathy. The patient has been using morphine for years and also has fibromyalgia. It was noted that the patient does not have a follow up doctor but wants the device to be taken out. The patient was sent physician listings. No further patient complications have been reported as a result of this event. Additional information was received from the patient. The patient reported that they didn't have pain when the permanent system was implanted; it was just painful during the recovery from the surgery. The patient asked about what it would take to have the system removed and stated that the only true relief for their pain is in "30 mg" painkillers. The patient also mentioned that they had a fall. The patient stated that their scs system does not seem to be able to help them. The patient stated that "the leads are probably corroded." The patient apologized that their mind did not remember everything and that it had "just deleted it." No further complications are anticipated.